Event description:
Falselu prolonged a ptt results were obtained on 6 patient samples and were reported to the physician. Quality control samples recovered within range. The customer discovered that actin fsl and calcium chloride reagents were placed in the wrong positions on the analyzer. The actin fsl reagent was placed in the calcium chloride position and vice versa. Once reagents were placed in the correct positions, the 6 samples were re-tested. Correct qc and patient results were obtained and reported. There was no report of adverse health consequences as a result of the falsely prolonged aptt results that were initially reported.